Event description:
(B)(4). Same case as 2134265-2009-05702. The patient was enrolled in (B)(6) 2005. A type ii lesion was identified in the left carotid artery. The reference vessel diameter was 6.0mm; the lesion length was 5mm with 85% stenosis as measured via nascet. The target vessel was non tortuous with 2+ calcium present. No thrombus, ulceration, dissection or pseudo-aneurysm was identified. A 30mm long (diameter not provide) nexstent was successfully placed at the intended site. A filterwire ex was successfully used as cerebral protection. Pta was not performed. Heart rhythm stimulant and atropine 1.0mg was administered during the procedure. Due to "systolic tension" of 230hgmm, the procedure was temporarily stopped. Medical therapy was administered and resolved with no residual effects. The procedure was technically successful. Residual stenosis was estimated at 30-49%. Post-procedure the subject was asymptomatic. The nexstent was found to be patent with a residual stenosis of 40%. No reported complications < 24hrs after the procedure. One month follow up visit in (B)(6) 2005, the stent was patent with 35% residual stenosis. The patient was symptomatic with motor system evaluation revealing moderate left upper arm paresis, classified as worse than last visit. Transient ischemic attack (tia) in the territory of right carotid artery (left carotid previously stented). No information provide for six month follow up visit. Follow up visit in (B)(6) 2006, the patient was asymptomatic. All neurological assessments were found to be normal and unchanged from the prior visit. The nexstent was patent with a 25% residual stenosis.

Manufacturer narrative:
The device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.